Manufacturer narrative:
Onodera, k. Et al. Investigation of unexpected superior vena cava isolation after pulsed field ablation of the right superior pulmonary vein [conference presentation].027 1. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation e1 initial reporter phone: (B)(6), b3 date of event: bsc aware date used as no event date was provided.

Event description:
It was reported via literature, proceedings from an oral presentation, that user error and tissue damage occurred. A single center study between september 2024 to april 2025 was completed to analyze right atrial mapping before and after pulmonary vein isolation via pulse field ablation (pfa) using three different pfa systems. Two hundred and three (203) consecutive patients were enrolled in the study. Event summary: one (1) patient that underwent pfa using the farawave catheter experienced disappearance of superior vena cava potential, indicating unexpected isolation of the superior vena cava. Patient status: no further information on the status of the patient is available.